Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported failure was replicated/ confirmed. The unit was installed into a test bench and powered on using a power supply. The unit was connected to a pc, and the tegra module was identified as visible. It has been confirmed that this unit is bricked. To address the issue, the unit will be reprogrammed with the released software and retested. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tower had a message saying the insufflator had been disabled and the robot cart helm said it's not connected to the tower during set up. Prior to calling caller performed a hard power cycle with no change. Technical support engineer (tse) walked the caller through another hard power cycle and reseated all blue fiber cables with no change. The system was powered down and all blue fiber cables were disconnected. Caller then powered on each cart with blue fiber cables attached. The robot and the console powered on normally but the tower issue with the insufflator disabled message persisted and the power tower power button was flashing blue, never completing its post. Tse advised the tower is not responding and will need a ccc replacement. Caller stated they are likely going to move the procedure to another dv system. The procedure was completed with no reported injury.